Event description:
(B)(4).

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun internal report #(B)(4). The actual pump involved in the reported event and the pump logs have not been returned for eval and the investigation is ongoing at this time. A follow-up report will be submitted when the eval results become available.